Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint that the smartsite extension sets are not flushing could not be verified due to the product not being returned for failure investigation. A device history record review for model 20059e lot number 20119629 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA 1998036 (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that largebore 8 inch ext vlv had flow issues. The following information was provided by the initial reporter: material #: 20059e batch/ lot #: 20119629 it was reported that the smartsite extension sets are not flushing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that largebore 8 inch ext vlv had flow issues. The following information was provided by the initial reporter: material #: 20059e. Batch/ lot #: 20119629. It was reported that the smartsite extension sets are not flushing.